Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreas resection, the surgeon was unable to fire the device. Surgeon used manual stapler and another reload to resolve the issue. No patient injury.